Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 526 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began around march 01, 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of nausea and bad headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer declined checking for site or insulin issues or settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer had tubing clamp, but will call back in order to complete high pressure test.